Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 1.6 mg/day) via an implanted pump. The patient¿s medical history included arthritis, asthma, peripheral edema, neuropathy, and hypothyroidism. The indication for pump use was spinal pain. It was reported that the patient was having an elevated white blood cell count; redness around the pump pocket; and was on antibiotics. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was noted to be labs and antibiotics. The pump pocket was infected, so the device system was removed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.